Event description:
Event description guidant received information that, 32 months post-implant, this implantable cardioverter defibrillator (ICD) reached eol and was explanted. It was reported that six months ago the gas gauge appeared three fourths full. The last delivered shock was noted on 3/20/04 (26j;charge time 8.2 sec) and the last automatic capacitor reformation was performed on 11/9/05 (charge time 32.3 sec). It was further reported that the device history recorded a total of 19 episodes of nonsustained ventricular tachycardia (nsvt) and a pacing history mostly as vp (atrial sense, ventricular pace) with amplitudes of 2.4v in both chambers. The monitoring voltage was noted to be 2.63v prior to explant.